Event description:
Customer reported they felt the output of their vaporizer was lower than expected. There was no reported pt injury. The unit was returned to the mfg site for investigation. In a review of the unit's log, 12 errors were logged, indicaitng the unit alarmed 'no output'. The output was checked and found to be lower than mfg spec. No alarms occurred during concentration testing. The vaporizer was then checked on the diagnostic test stand and, upon turning the dial on, the unit alarmed 'no output'. During the investigation, it was noted that there was a fault with the rotary valve. Investigation of the valve determined that it had been scratched on its sealing face.